Manufacturer narrative:
Concommitant devices: smith and nephew camera: 560h camera head 72200561. 460h digital camera head 72200091. 460h digital camera head 72200090. 470h autoclavable camera head 72200092. 470h autoclavable camera head 72200093.

Event description:
A customer alleged damage to their smith and nephew camera (model / serial number unknown at this time). The damage is described as the rubberized covering on the cable (where the camera head ends and the cable begins) is peeled back four or five inches. The covering appears to be pulled away from the cord. The device issue was noted before use and removed from the sterile field. This device did not come into contact with a patient. The age of this device is reported to be old and used several times per week. It is processed in a wire mesh tray wrapped with kc wrap. The customer stated that they will provide photos of the damage. Any additional information received will be submitted to the FDA on a supplemental medwatch report.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the system hazard and user misuse analysis. The DHR (device history review) for the sterrad 100s system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100s did not reveal a trend for damage to customer device. Trending analysis for damage to customer device issues associated to the sterrad 100s did not indicate a significant trend. The shuma (system hazard and user misuse analysis) is reported to be a score of 4 or "broadly acceptable risk". The scope trade name and/or model number was not provided to asp; therefore, it is unconfirmed if the scope is recommended for processing in the sterrad 100s. Photos were not made available. The concommitant products reported in the initial report were recommended for sterilization the sterrad 100s.